Manufacturer narrative:
The device was not returned for evaluation. It was reported that when the surgeon was removing the ring from the eye it broke and there was trauma to the iris.

Event description:
The distributor reported that the surgeon had difficulty removing the ring from the and there was subsequent iris damage.